Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was called in by a nurse that during patient use, the cardiosave intra-aortic balloon pump (iabp) was alarming and displaying an ¿iabp may require maintenance¿ message. The alarm was reviewed in detail, it was recommended that they locate a secondary pump to transition to in order to continue patient therapy. The nurse agreed.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code).

Event description:
It was called in by a nurse that during patient use, the cardiosave intra-aortic balloon pump (iabp) was alarming and displaying an ¿iabp may require maintenance¿ message. The alarm was reviewed in detail, it was recommended that they locate a secondary pump to transition to in order to continue patient therapy. The nurse agreed. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) once on- site replaced scroll compressor (0119-00-0236) due to the unit alarming code 14. Unit also needed a temp sensor due to damaged wire. Safety disk (0202-00-0140) and tidal volume disk (0202-00-0142) were requested to be replaced due to maintenance interval by biomed staff. The fse installed temp sensor (0206-00-0734) on compressor and preformed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following parts associated with this complaint: pn: 0119-00-0236 rev a, sn: (B)(6) compressor scroll. Pn: 0206-00-0734 sn: n/a temperature sensor, threaded probe. These parts were received with a reported unit failure message of iabp alarm occurred. Performed visual inspection of these parts received and scroll compressor looks to be in good condition and found temperature sensor, threaded probe broken. Due to broken temperature sensor, the fat dept. Cannot be investigated with cardiosave test fixture. This broken sensor probable cause of iabp maintenance alarm. Installed scroll compressor into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual. Performed all functional tests and passed. The fat dept. Pumped the cardiosave test fixture overnight and did not observe iabp maintenance alarm. Compressor scroll worked correctly. The failure analysis and testing department could not verify the failure message of iabp maintenance alarm. Compressor scroll passed testing. Retaining both parts in the fat dept. Per procedure.